Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that white lumen was flushed with normal saline and the lumen ruptured distal to the y-bifurcation. The line was clamped and covered with occlusive dressing. Patient was sent to the hospital for repair. No patient injury reported.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. A review of the device history records (DHR) was performed. This lot was inspected per applicable finished production/inspection procedures and it passed all inspections criteria. There were no nonconformance manufacturing process issues found. The sample was received and evaluated. Examination of the returned sample revealed fracture surfaces and tensile weakness consistent with burst due to over-pressurization and was therefore confirmed for external leak/break/split w/o embo. More specifically, the investigation was confirmed for external burst w/o embolization. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that white lumen was flushed with normal saline and the lumen ruptured distal to the y-bifurcation. The line was clamped and covered with occlusive dressing. Patient was sent to the hospital for repair. No patient injury reported.